Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Were there any difficulties experienced with device intraoperatively? Was any evaluation of patient performed to diagnose cause of bleeding? If so, please describe.

Event description:
It was reported that advised by surgeon on (B)(6) 2019 that patient had reduced haemoglobin of 7 after surgery. The patient stayed in hospital for 3 days - discharged on saturday. Concerned about possible bleed after surgery.